Manufacturer narrative:
The patient's previous admissions for gi bleeding are reported within MFR. Report numbers 2916596-2019-04650 & 2916596-2019-04651. Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was readmitted with melena and gi bleeding. The patient received a blood transfusion after undergoing esophagogastroduodenoscopy (egd) and video capsule endoscopy (vce), both without evidence of active bleeding. The patient's admission was prolonged awaiting placement and the patient was discharged on (B)(6)2019 off of all anticoagulation.